Manufacturer narrative:
PMA/510(k) number: k013227. Product not returned to manufacturer.

Event description:
It was reported by the doctor that the head of cover screw broke off during placement. They were able to remove cover screw without compromising the implant. Implant remains implanted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. (B)(4).